Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was not oberseved or verified during evaluation and in the device logs. The device passed the leakage test with no errors. Therefore, the device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.